Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa (B)(4), it was found that the ultrasound transducer surface of the subject device partially peeled off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the picture from oekg which showed that there were chip and small scratch on the ccd lens, there was the possibility that this phenomenon was attributed to the physical damage due to the external force being applied by the user handling. If additional information becomes available, this report will be supplemented.